Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd safetyglide¿ needle leaked. The following information was provided by the initial reporter: chemo was leaking out of the side of the needle when injecting into the patient.